Event description:
It was reported that an alert was received for a high out of range shock impedance measurement of 127 ohms on the right ventricular (rv) lead. Technical services recommended to bring the patient in to clear the alert and to increase the alert range to 150 ohms. At this time, the rv lead remains in service. No adverse patient effects were reported.